Manufacturer narrative:
(B)(4).

Event description:
New information received notes that patient received inappropriate therapies. High threshold and low, out of range pacing lead impedance were observed. Lead remains implanted and will be monitored remotely.

Event description:
It was reported that an x-ray showed cables outside of the lead lumen, separated from the lead body. The lead showed normal measurement values. The lead remains implanted.